Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that patient data was not being received in epic which resulted in delayed treatment for a patient who died.

Event description:
The customer reported that patient data was not being received in epic which resulted in delayed treatment for a patient who died on (B)(6) 2022 at 08:38. A philips technical consultant (tc) went onsite to pull the audit logs and test the system. The tc found no breaks in monitoring between 00:00 on (B)(6) 2022 to 08:38 on (B)(6)2022. The logs were then reviewed by a philips clinical product specialist (cps) who stated that there were 429 alarms/inops generated from midnight to 8:39 am. The audit logs also show sporadic acknowledgements and pause alarms from the pic and from the bedside. The cps reiterated that the monitoring system was transmitting data appropriately according to the audit logs. The cps also noted that the use of epic as a source of real time monitoring should not occur and is not intended. There does not appear to be any malfunction with epic based on the available information and there is no information to suggest that alarms did not occur on the central station. The device did not contribute to the patient event. The device was not used as intended. User error contributed to the event.